Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore, an evaluation of device performance was not possible. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompany the device warn that improper handling or use of instructions when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.

Event description:
It was reported to medtronic neurosurgery that the connector broke while connecting the catheters to it preoperatively. According to the report, the connector was not implanted and another one was used to complete the surgery. The report stated that there was a minor delay in surgery. According to the report, there was no negative patient impact.